Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0hhcr, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient hadn¿t felt stimulation sensation since his last doctor¿s appointment on (B)(6) 2014. Stimulation was working fine for the bowel, but the patient had been having bladder accidents for the past three days. The programmer was synched with the implantable neurostimulator (ins) and increased, and as soon as stimulation was increased, the patient felt the stimulation right away and had to go to the bathroom. The patient was going to try this setting for a while. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.